Event description:
An adhesive issue was reported with the adc sensor. The sensor prematurely detached after less than 3 days of wear and the customer was unable to obtain readings. As a result, customer experienced a loss of consciousness, seizure and a fall. Customer was able to self-treat with glucose and no third-party treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. N/a was selected for PMA/510kas it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the adc sensor. The sensor prematurely detached after less than 3 days of wear and the customer was unable to obtain readings. As a result, customer experienced a loss of consciousness, seizure and a fall. Customer was able to self-treat with glucose and no third-party treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Performed a visual inspection on the returned sensor patch; no physical damage was observed. The adhesive was returned and no issues were observed with the adhesive. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.